Manufacturer narrative:
H10: the actual device was received for evaluation. During visual inspection the device was noted to be missing the next-gen luer activated device and the tip protector. The set underwent functional testing and the set would not flow. Additionally, clear passage and pressure testing were performed. Pressure test did not fail; however, the clear passage test failed as the set did not flow. The reported condition was verified. The cause of the condition was determined to be an unspecified manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set "did not push the saline through the tube" . This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.